Manufacturer narrative:
Investigation: the following allegations have been investigated: organ perforation, stenosis, pain, leg swelling, physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported pain, leg swelling, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right internal jugular vein due to deep vein thrombosis (dvt). Patient is alleging device tilt, vena cava perforation, organ perforation. Patient notes and further alleges experiencing "back pain, right leg pain", physical limitations, leg swelling. Per the (B)(6) 2019 computed tomography (CT) abdomen: "metallic filter is seen in the infrarenal inferior vena cava. The proximal tip of the filter is just below the level of the confluence of the renal veins with the inferior vena cava. The filter is tilted approximately 12 degrees to the right proximal tip of the filter abutting the right lateral wall the inferior vena cava. The inferior vena cava is moderately narrowed at the level of the origin of the ivc struts. Multiple struts extend through the wall of the inferior vena cava. Maximum excursion is the 3:00 strut which extends approximately 9 mm medial of the inferior vena cava wall. The 12:00 strut abuts the wall of the duodenum. 3:00 strut abuts and extends along the posterior wall of the adjacent abdominal aorta. 6:00strut abuts the anterior wall of the l3 vertebral body. 3:00 struts abuts the wall of the duodenum and psoas muscle".

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Rpn/lot# is unknown but there is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010. On (B)(6) 2019 [pt] learned that the filter has tilted. Multiple struts perforate the wall of the vena cava. A strut abuts the duodenum, adjacent abdominal aorta, the l3 vertebral body and the psoas muscle". Patient outcome: it is alleged that "[pt] is at risk for future cook filter fractures, migrations, perforations and tilting. [Pt] faces numerous health risks, including the risk of death. For the rest of [pt]'s life, he will require on-going medical monitoring and use of anti-coagulants".